Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: a rush of yellow clear fluid with extensive particulate debris which was white consistency; extensive necrosis of periprosthetic tissues; approximately 1/3 of the gluteus medius was white, dead and necrotic; brownish-gray substance within the femoral head as well as a moderate amount of taper corrosion; in the acetabulum, loss of medial bone from a previous medialization with the presence of the pseudomembrane in the base of the socket. Adapter sleeve and femoral stem added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.